Event description:
It was reported tha tnon an additional visit, 03/25/2006. The patient had experienced a stroke. The reported start date was 03/25/200006 with a stop date one day later. The condition if not continuing and was not pre-existing. No action/treatment was given. The event resulted in new hospitalization and the patient's outcome was reported to be resolved. Resuts of the nih stroke scale assessment on 03/25/2006 indicated unremarkable neurological events.